Event description:
During the case the pt's shoulder became extremely filled with fluid and the fluid traveled down to the pt's chest. Pump gave "over running" message and the doctor clamped off the blue line. Swelling of the shoulder area was noticed when the drape was removed. No additional hospitalization was required. Pt was released and went home.